Event description:
During a lap nissen procedure, the pad on the shear was burning and making a loud metal to metal sound. The blade was burning through the pad. Used a like device to complete the case. No pt consequence. No other information is available.